Event description:
It was reported that the filmer on the 2600 system would not accept a cassette, tried several times. Rebooted system and filmer worked properly. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Performed a filmer calibration, verified operation of filmer. Also identified the need to replace a depleted battery pack. Replaced battery pack. The system was tested and found to be working as intended and placed back into service.